Event description:
It was reported that the patient had fallen and broke her ankle in november, spent three months in therapy, and was having back pain. It was noted that the patient thought it would be a good idea to meet with the manufacturer's representative. It was noted that the patient returned home from therapy at the end of february and had been working with a physical therapist at home. It was noted that the patient's ankle was better at the time of report but the back pain seemed to be an issue. It was noted that the back pain had been hurting "on and off for some time." The patient reported that when she moved a certain way, her therapist said "hmm sounds like a sciatic nerve." The patient reported a loss of therapeutic effect. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 272450001, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).